Event description:
It was reported that deflation difficulties occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified right forearm vessel. The 5.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres for 30 seconds on the first inflation; however, they were unable to deflate the balloon. The physician forcibly ruptured the balloon by sticking a puncture needle into the body. The device was withdrawn, but the distal portion of the balloon was unable to be retracted into the 4fr 4cm non bsc sheath. The balloon catheter was removed together with the sheath. The procedure was not completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the sterling was received with a 4f introducer sheath. There was blood in the balloon and wire lumen. The distal end of the sterling catheter protruded 1.5cm from the distal tip of the introducer sheath. The devices were successfully separated. The inner diameter of the introducer sheath was measured with a calibrated pin gage set, the ID of the proximal end of the sheath was .062¿ and the distal end of the sheath was .060¿. The distal shaft of the catheter was necked-down 2.5cm -3cm from the proximal weld. There was a kink in the shaft of the catheter 2.5cm from the proximal weld. There was a partial circumferential tear in the balloon wall on the distal end of the balloon, which is consistent with the reported event. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that deflation difficulties occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified right forearm vessel. The 5.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 10 atmospheres for 30 seconds on the first inflation; however, they were unable to deflate the balloon. The physician forcibly ruptured the balloon by sticking a puncture needle into the body. The device was withdrawn, but the distal portion of the balloon was unable to be retracted into the 4fr 4cm non bsc sheath. The balloon catheter was removed together with the sheath. The procedure was not completed. No patient complications were reported and the patient's status is good.